Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins battery has not lasted even 6 years, but the patient was advised 10 years. No patient symptoms were reported. No further complications were reported or anticipated.